Manufacturer narrative:
Of the six (6) events, the single use device for five (5) events was received for evaluation. Visual inspection revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap for four (4) of the devices. The cause of the leak was found to be an untightened non-baxter luer cap for the one (1) device. A ruptured bladder was not observed on any of the returned devices. A functional leak test was performed by filling the devices with water and manually tightening blue winged luer caps onto the devices. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the five (5) returned devices. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that the bladder of six (6) large volume folfusors ruptured during filling. The event occurred prior to patient use. There was no patient involvement. No additional information is available.